Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time, post filter deployment, it was alleged that the filter detached ,migrated to heart and perforated the inferior vena cava. The device and detached strut was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged filter migration, filter detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time, post filter deployment, it was alleged that the filter detached, migrated to heart and perforated the inferior vena cava. The device and detached strut was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Around five years and five months later, an attempt was made to retrieve the filter. Using a micropuncture needle and wire, both the right common femoral vein and the right internal jugular vein were accessed. The inferior vena cava filter was grasped with a glidewire girth hitched around a tine of the filter, and through a sheath. Unfortunately, due to the patient¿s body habitus, retrieval was not proceeded, because this required too much irradiation. The procedure was aborted and retrieval was planned after the patient¿s weight loss procedure. After three months and six days, axial contiguous images using computed tomography (CT) abdomen was revealed that an inferior vena cava filter was identified, localized intraluminal. A few of the legs projected beyond the confine of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava. However, the investigation is inconclusive for filter migration and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3, g4. H11: d1, d4 (product catalog no), h6 (results). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter migration, limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time, post filter deployment, it was alleged that the filter detached, migrated to heart and perforated the inferior vena cava. The device was removed percutaneously. The patient experienced pain and discomfort; however, the current status of the patient is unknown.